Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered severe, permanent bodily injuries and physical pain. The patient also suffers from mesh erosion, infections, continued incontinence, dyspareunia, hip and back pain. All other information is unknown and unavailable.